Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms. Customer had changed the set and reservoir twice. Customer's blood glucose was 13.3 mmol/l. During troubleshooting, customer mentioned he was hospitalized due to a virus. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.